Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A review of the downloaded receiver log did not find any errors related to the customer complaint. A "try it" manual test was performed and passed. An intermittent vibration test was performed and the test passed. Functional testing was performed and the and there was no failure detected. The receiver case was opened for an internal visual inspection and it passed. The vibrator motor resistance was measured and it registered within specification. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an intermittent vibration on the dexcom and an adverse event. At 9:00am on (B)(6) 2018, the patient stated they became unconscious from missing an alert on the cgm. It was undetermined what the cgm was reading at the time of event; however, the patient indicated that her husband administered her a glucagon injection and gave her apple juice and a grapefruit. At the time of contact, the patient was doing fine. No event or patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.